Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via phone call reported huge blue and orange flames came from toothbrush and it snapped the wiring off and it burned into pieces. No injury was reported.